Manufacturer narrative:
Olympus followed up with the user facility to obtain add'l info regarding the reported event, and was informed that on 5/4/2011, the pt underwent a thorascopy procedure using the subject device ((B)(4)) in conjunction with a laparo-thoraco videoscope; the user facility staff reported that the procedure was completed with no issues. The users did not notice that the tip of the lens cleaning sheath was missing. However, after seven days, the pt underwent a thoracotomy with lobectomy, which is unrelated to the previous procedure. During the procedure, the physician discovered a round metal piece in the pt's pleural cavity. The physician reportedly removed the round metal piece by hand from the pt. The round metal piece was said to be the missing piece of the lens cleaning sheath used during the original procedure. The pt was reportedly discharged from the hosp and is recovering fine from the lobectomy. The subject device was not returned to olympus for eval. The exact cause of the users report could not be conclusively determined. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that the tip of a lens cleaning sheath broke off and fell inside the pt during an unspecified procedure. The users reportedly did not notice the missing piece until the pt underwent a later unrelated procedure. The object was said to have been found in the pt's pleural cavity, and was removed by the physician. The pt has been discharged, and is reportedly recovering well.